Manufacturer narrative:
Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(4) 2017 and its normal functioning was restored.

Event description:
Reportedly, patient came to an unplanned follow-up on (B)(4) 2017 because of troublesome pectoral stimulation. Patient started to feel this symptom following an airplane trip. Upon interrogation, the subject pacemaker was found in standby mode and was successfully re-initialized.

Event description:
Reportedly, patient came to an unplanned follow-up on (B)(6) 2017 because of troublesome pectoral stimulation. Patient started to feel this symptom following an airplane trip. Upon interrogation, the subject pacemaker was found in standby mode and was successfully re-initialized.

Event description:
Reportedly, patient came to an unplanned follow-up on (B)(6) 2017 because of troublesome pectoral stimulation. Patient started to feel this symptom following an airplane trip. Upon interrogation, the subject pacemaker was found in standby mode and was successfully reinitialized.